Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that a medfusion 3500 syringe pump had a check clutch plunger error. No patient injury was reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for evaluation. Visual inspection found the pump in good condition and without external damage. A review of the event history log found a check clutch error. Functional testing of the device was unable to replicate the reported error. It was noted that the position pot was over 9 years old. Based on the evidence, the reported issue was attributed to normal wear.